Manufacturer narrative:
Device evaluated by MFR.: express device - 9x30x135 was returned for analysis. The device was received with the balloon and stent partially dilated. A visual examination identified that the balloon was partially inflated. It is not known when the device was subjected to positive pressure. No issues were noted with balloon material that could potentially have contributed to the complaint incident. A visual examination found the stent to have been partially dilated at both the distal and proximal ends. The first three rows of distal stent struts were also noted to be damaged. It is not known when dilation occurred. A visual and tactile examination found the shaft of the device to be kinked at approximately 120mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the shaft. A visual and microscopic examination of the device identified no issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-aug-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the mid subclavian artery. A 9.0x30x135 cm express ld vascular stent was advanced but could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed stent damage.